Manufacturer narrative:
(B)(4) actual device evaluated but not able to confirm the complaint. Most likely underlying root cause: user has high glucose value. Reportable event due to the fact that customer seek medical attention investigation (B)(6) 2016.

Event description:
Customer complains of high results. Customer states that she experienced projectile vomiting when she obtained the 537mg/dl on (B)(6) 10:00pm; customer states she went to the ER. At the ER when her blood was tested her result was 358mg/dl (B)(6) 2015 fasting at 10:00pm. The customer's expected blood result is 200-300mg/dl fasting. Verified the strips expired 4/30/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Reviewed meter memory: 1:362mg/dl (B)(6) 2015 03:06:00 pm fasting:yes; 2:537mg/dl (B)(6) 2015 10:00:00 pm fasting:yes; 3:475mg/dl (B)(6) 2015 06:08:00 pm fasting:yes; 4:437mg/dl (B)(6) 2015 04:42:00 pm fasting:yes; 5:268mg/dl (B)(6) 2015 12:10:00 pm fasting:yes. Memory concerns:537mg/dl (B)(6) 10:00pm, 475mg/dl (B)(6) 06:08pm & 437mg/dl (B)(6) 4:42pm. The customer states she received insulin in the hospital but is currently only taking metformin to manage diabetes.